Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for check the off/oscillation/on switch mode function, check the triggers and electronic control unit function. It was noted that the control unit was not functioning and the controller was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device control unit did not function and the controller was defective. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function and check the triggers and electronic control unit (ecu) function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.